Manufacturer narrative:
A partial lead was returned for analysis. External insulation abrasion was noted at 9.4-10.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 6.7-6.9cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 5.7-5.8cm and 6.0-6.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when the patient presented in-clinic for follow-up due to noise on right ventricular lead, externalized conductor were seen via fluoroscopic imaging. The lead was explanted and replaced. No further issues were reported.